Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus,") and pelvic pain ("pelvic pain/pain") in a 61-year-old female patient who had essure (batch no. 731587) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any essure confirmation test were conducted". Medical conditions: negative for malignancy. Concurrent conditions included overweight, ovarian cyst, nabothian cyst, adenomyosis and uterine fibroid. Concomitant products included estrogens conjugated (premarin) and ibuprofen since 2011. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("left lower back pain") and flank pain ("left flank pain"), 1 month after insertion of essure. On (B)(6)2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,"). In (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("weight gain /loss (specify which one)-extremely bloated"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6)2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy,right oophorectomy, bilateral salpingectomy (bilateral removal of fallopi). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, menstrual disorder, female sexual dysfunction, depression, anxiety, dysmenorrhoea and abdominal distension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased, back pain and flank pain was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, flank pain, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. As per patient she has an iud. This cannot be confirmed on this exam. Clinical correlation and correlation with transvaginal scanning are suggested. Final diagnosis peritoneum-washing and cell block negative for malignant cells. Numerous mixed inflammatory cells, rare fibro fatty tissue fragments and blood present. Gross description: received in cytology, labelled with the patient's name, is 65 ml. Of cloudy red fluid. Thin prep, cytospin, and cell block made. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received. Updated outcome of event( flank pain). Updated onset date of event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus,") and pelvic pain ("pelvic pain") in a 61-year-old female patient who had essure (batch no. 731587) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any essure confirmation test were conducted". Medical conditions: negative for malignancy. Concurrent conditions included overweight, ovarian cyst, nabothian cyst, adenomyosis and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In january 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In march 2012, the patient experienced abdominal distension ("weight gain /loss (specify which one)-extremely bloated"). In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("left lower back pain"). In february 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 6 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy,right oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, weight increased, back pain and abdominal distension outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. As per patient she has an iud. This cannot be confirmed on this exam. Clinical correlation and correlation with transvaginal scanning are suggested. Final diagnosis peritoneum-washing and cell block negative for malignant cells. Numerous mixed inflammatory cells, rare fibro fatty tissue fragments and blood present. Gross description: received in cytology, labelled with the patient's name, is 65 ml. Of cloudy red fluid. Thin prep, cytospin, and cell block made quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus,") and pelvic pain ("pelvic pain/pain") in a 61-year-old female patient who had essure (batch no. 731587) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any essure confirmation test were conducted". Medical conditions: negative for malignancy. Concurrent conditions included overweight, ovarian cyst, nabothian cyst, adenomyosis and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced abdominal distension ("weight gain /loss (specify which one)-extremely bloated"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("left lower back pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 6 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), weight increased ("weight gain/loss specify which one: weight gain") and flank pain ("left flank pain"). The patient was treated with surgery (supracervical hysterectomy,right oophorectomy, bilateral salpingectomy.) And surgery (supracervical hysterectomy,right oophorectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, female sexual dysfunction, depression, anxiety, dysmenorrhoea, abdominal distension and flank pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, weight increased and back pain was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, flank pain, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. As per patient she has an iud. This cannot be confirmed on this exam. Clinical correlation and correlation with transvaginal scanning are suggested. Final diagnosis peritoneum-washing and cell block negative for malignant cells. Numerous mixed inflammatory cells, rare fibro fatty tissue fragments and blood present. Gross description: received in cytology, labelled with the patient's name, is 65 ml. Of cloudy red fluid. Thin prep, cytospin, and cell block made. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received: event flank pain added. Event outcome updated to recovering / resolving for events pelvic pain, back pain,abnormal bleeding (vaginal), menorrhagia and weight gain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus,") and pelvic pain ("pelvic pain") in a 61-year-old female patient who had essure (batch no. 731587) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any essure confirmation test were conducted". Medical conditions: negative for malignancy. Concurrent conditions included body mass index, ovarian cyst, nabothian cyst, adenomyosis and uterine fibroid. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced abdominal distension ("weight gain /loss (specify which one)-extremely bloated"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), dysmenorrhoea ("dysmenorrhea (cramping),") and back pain ("left lower back pain"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, 6 years 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy,right oophorectomy, bilateral salpingectomy.)essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, weight increased, back pain and abdominal distension outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. As per patient she has an iud. This cannot be confirmed on this exam. Clinical correlation and correlation with transvaginal scanning are suggested. Final diagnosis peritoneum-washing and cell block negative for malignant cells. Numerous mixed inflammatory cells, rare fibro fatty tissue fragments and blood present. Gross description: received in cytology, labelled with the patient's name, is 65 ml. Of cloudy red fluid. Thin prep, cytospin, and cell block made . Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet received:new reporter, patient demographic information, relevant information, essure indication , lot number and start stop date, new events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: uterus, dysmenorrhea (cramping), weight gain/loss specify which one: weight gain ,extremely bloated were added and she had no any essure confirmation test were conducted were added . Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus,') and pelvic pain ('pelvic pain/pain') in a 61-year-old female patient who had essure (batch no. 731587) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any essure confirmation test were conducted". Medical conditions: negative for malignancy. Concurrent conditions included overweight, ovarian cyst, nabothian cyst, adenomyosis and uterine fibroid. Concomitant products included estrogens conjugated (premarin) and ibuprofen since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("left lower back pain") and flank pain ("left flank pain"), 1 month after insertion of essure. On 3-jan-2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish,"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and abdominal distension ("weight gain /loss (specify which one)-extremely bloated"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy,right oophorectomy, bilateral salpingectomy (bilateral removal of fallopi). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstrual disorder, female sexual dysfunction, depression, anxiety, dysmenorrhoea and abdominal distension outcome was unknown, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the weight increased, back pain and flank pain was resolving. The reporter considered abdominal distension, anxiety, back pain, depression, device expulsion, dysmenorrhoea, female sexual dysfunction, flank pain, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. As per patient she has an iud. This cannot be confirmed on this exam. Clinical correlation and correlation with transvaginal scanning are suggested. Final diagnosis peritoneum-washing and cell block negative for malignant cells. Numerous mixed inflammatory cells, rare fibro fatty tissue fragments and blood present. Gross description: received in cytology, labelled with the patient's name, is 65 ml. Of cloudy red fluid. Thin prep, cytospin, and cell block made. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain and bleeding added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.